Event description:
A pt test subject provided an oral fluid sample with the orasure hiv-1. Oral specimen collection device on the morning in 2000. The orasure hiv-1 oral specimen collection device was placed in the mouth between the lower cheek and gum. The cotton collection pad was rubbed back and forth along the gumline until it was moist and then it was allowed to sit between the lower cheek and gum for two minutes. The device was used in accordance with the product insert. Later in the evening, the test subject had a generalized outbreak of herpes. The test subject's last outbreak of herpes was about six months previous. The test subject was not sure what caused the outbreak. Pt believes it might be due to the device or recent cigarette smoking, menstruation, or stress. The test subject also reported that the inside of their cheek and lower gumline were raw and irritated. A list of the ingrediants of the collection device was sent to the test subject and the counselor who administered the collection. The user facility felt that there were add'l contributing factors to the irritation including recent cigarette smoking and oral herpes outbreak coinciding with the irritation from the orasure swab. The facility feels that the incident has been resolved. Consulting physician concluded that he is not aware of any possible association of the collection device and the appearance of the herpes lesions. Many other factors including stress can trigger the herpes virus which lives in the nerve endings. While some individuals are sensitive to almost any physical or chemical exposure in the oropharynx, it is unlikely that the constituents of the orasure hiv-1 oral specimen collection device will lead to any significant health hazard.